Event description:
On 6/29/000, the MFR received medwatch report# 080001-2000-0013 that states the following: device (catalog/lot numbers unk) placed. Approx 5 months later, the catheter was found to be non functioning. The catheter was removed and a new catheter placed. No further details were provided. On 8/30/00, the MFR's rep attempted to contact the facility's dir, risk mgmt for add'l info regarding this event (i.e., catalog/lot number of the device in question) and to request that the device in question be returned to the MFR for analysis. The MFR's rep was referred to the risk mgr who stated that the catalog# of the device in question is lps5015; however, the lot# was not known. The facility's risk mgr informed the MFR's rep of the following: the device catheter fractured/sheared. The catheter segment was removed from the pt's pulmonary artery, in radiology and was discarded. Additionally, they stated that the report states that the date of event was one month; however, the correct date of event was one month earlier. The report also states that the explant date was one month. The correct date the device body was explanted is almost two months earlier, and they asked the MFR's rep to correct the dates on the report. No further details were provided.